Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an under correction and blurry vision in the right eye post lasik. Additional information requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. Review of the logfile for the day of treatment shows no error messages or relevant warnings. During start-up, the system passed all initialization steps without any relevant deviation. The user skipped the gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile shows successfully performed treatments. The energy was stable during the whole day. The corresponding treatment was performed without interruption. No abnormalities or deviations can be detected in the logfiles, which can contribute the reported issue. The preoperative topography shows an astigmatism of 2.2d in 101,2°. The treatment report shows an astigmatic correction of -1.25 in 10°. The postoperative topography after one month shows a residual astigmatism of 1.4d in 97,2° and also a slightly decentered ablation, which could give the patient an unsatisfactory quality in vision. Since the corneal astigmatism is higher than the treated astigmatism and also the axis is differing from the topographic astigmatism, this might explain the resulting postoperative refraction. The root cause could be determined as user handling. The topographies provided a measurement of 2.2 astigmatism, but treated only 1.25. The manufacturer internal reference number is: (B)(4).